Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a portion of the touchscreen was unresponsive to presses. Reportedly, the customer is unable to adjust their pump settings due to the screen being unresponsive. Customer's blood glucose level was not impacted. Customer indicated they will continue to use the pump for continued insulin therapy.